Event description:
This patient received 7 inappropriate shocks due to noise on (B)(6) 2025. Lead measurements have been steady and within normal ranges, but the short rv interval counter had been incrementing at least since (B)(6) 2024. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.